Event description:
On 01/20: customer reported via that during a urology stent placement procedure, the image monitors went blank. Pt age and gender unk. Physician completed the placement of the stent blindly. No reported injury to the pt.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental will be submitted.